Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that the doctor was using the device and everytime the doctor went to attach the clip, the clip slid off. The doctor kept trying to attach the clips until they stayed in place, but the doctor had to use very many until they worked. The case was completed without any pt consequence. It is unknown if the device was reprocessed.